Event description:
Pt was implanted with retrograde femoral nail construct on an unk date at a different facility. Pt was returned to the operating room on an unk date for removal of hardware due to non-union. Pt was revised with a 95 degree blade plate construct. This is 2 of 4 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.